Manufacturer narrative:
Related MFR # 2916596-2020-05186 captures the initial driveline infection. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested due to a pump off alarm that the patient reported they did not know about. The patient reportedly had a complicated post-implant course with ongoing non-compliance, hypertension, untreated prostate cancer, uncontrolled diabetes mellitus and recurrent driveline infection. The patient was previously on chronic suppressive antibiotic that had become resistant. The event log captured two different occasions where there was an electrostatic discharge (esd) event causing the pump to reset on (B)(6) 2022. The pump was off for approximately for a few seconds during these resets. The pump resumed normal operation following each event. It was also noted that multiple tears in the patient's modular cable were found, and the modular cable was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed two pump resets that appear consistent with electrostatic discharge (esd) events. A specific cause for the patient¿s driveline infection could not be conclusively determined, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient had a pump off alarm overnight due to esd. The patient has reportedly had a complicated post-implant course with ongoing non-compliance, hypertension, recurrent driveline infection, untreated prostate cancer, and uncontrolled diabetes mellitus. The patient¿s driveline infection was associated with drainage from the exit site and was treated with multiple courses of suppressive antibiotics. It was noted that the patient¿s driveline infection is now antibiotic resistant. The submitted log files were reviewed and found that two pump reset events due to esd were captured on 21nov2022. The first pump reset resolved after approximately 6 seconds, which activated transient pump off alarms. The second pump reset resolved after approximately 4 seconds and did not last long enough to activate the pump off alarms, per design. The pump otherwise operated at the set speed without issue. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction of this document lists driveline infection and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 6 of the IFU explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient had chronic infection. There was drainage from driveline site and the patient has been on multiple courses of antibiotics.